Event description:
On (B)(6) 2011, the surgeon performed a right si joint fusion using the ifuse implants. The pt had no immediate post-operative complaints. At 6 weeks post-op, the pt began physical therapy. At this time she began to complain of pain radiating down the right thigh into the right postero-lateral calf. The pain increased steadily. The pt had no demonstrable numbness or weakness in the right lower extremity. A CT scan showed that the proximal implant had penetrated the anterior cortex of the sacrum in the vicinity of the l5 nerve root. On (B)(6) 2011, the surgeon performed a revision surgery to remove the proximal implant. The pt had almost instantaneous relief of her right leg pain after the procedure. The pt had done well. The pt was followed in clinic. The pt has no right leg pain, numbness or weakness complaints. The pt has significant improvement in her si joint pain compared to her original si pain status.

Manufacturer narrative:
Based upon the complaint info and investigation, as well as review of the surgeon training manual and fmea, the root cause is improper placement of the implant.